Event description:
The customer reported to philips healthcare that the device displayed error code 01000. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.